Manufacturer narrative:
Medtronic received additional information that this annuloplasty ring was explanted due to severe mitral insufficiency as a result of posterior leaflet prolapse. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 8 months post implant of this 34mm mitral annuloplasty ring, the ring was explanted and replaced with a 27mm annuloplasty band. The reason for the replacement was not reported. No additional adverse patient effects were reported.